Event description:
We have only the info about the screw breakage. At first, the device history report was reviewed, and no deviations were identified with these implants in regards to product materials, manufacturing, packaging or the quality inspections process. The result of our technical assessment is that it is an implant failure caused through unfavorable ingrowing or overloading.

Manufacturer narrative:
Conclusions: we have recorded the complaint in our risk analysis and have rated the probability occurs. The probability occurs is within the tolerance limit of our risk analysis.